Manufacturer narrative:
The reported event of dislodgement was not confirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Analysis performed, including electrical, mechanical, and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that the lp helix was damaged.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged from the myocardium after release. Upon retrieval, the lp was found to be damaged. A different lp was used to complete the procedure. The patient was in stable condition.